Event description:
It was reported that the pt returned to the surgeon with post-op pain, the entire breast was red, inflamed surrounding the biopsy site. The surgeon believes the pt had a reaction to the collagen in the tissue marker. Resulted in pain and added procedures.